Event description:
Pt had a knee implanted in 1992 with a one-piece 5 degree revision stem on the femoral side, that broke down near the box on the femur, which caused the stem bolt to become loose in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.